Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the 100% total occlusion in the right superficial femoral artery (sfa). A supra core guide wire was advanced across the lesion and the lesion was ballooned with a non-abbott balloon dilatation catheter (bdc). The bdc was removed and a drug eluting balloon (deb) was advanced over the supra core guide wire but the deb was unable to cross the transition of the wire. A separation was noted at the transition on the supra core guide wire. The deb was removed from the supra core and a cxi catheter was advanced over the supra core guide wire. The supra core was then removed and a new supra core was advanced. Three new debs were used to complete the procedure. There was no intervention to remove the supra core guide wire. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.